Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its drawer was failed to stay closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had issues in drawer connections. A field service engineer checked the station and reseated the drawer connections. Then performed a system reboot and ran diagnostics to verify functionality. All tests completed successfully, and the pharmacy recovered without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its drawer was failed to stay closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.